Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia with a highest blood glucose of approximately 320¿327 mg/dl several hours after a meal, despite no evidence of infusion set leakage and with meter and cgm values trending down during follow-up, indicating the correction algorithm was active. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed no device alarms and confirmed that the system was operating as designed with glucose values decreasing over time. It was concluded that the event was hyperglycemia with an unclear cause, and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.